Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. Eval summary: based on the event description, the issue potentially could have been associated with a previously addressed issue. Failures of this nature are generally a result of being used in a way other than intended and recommended. The potential field age of the device is approx 2 years, 8 months. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the universal handle fractured during use. Both pieces of the instrument were removed from the surgical field.